Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that prior to use, the device did not activate when used with a non-(B)(6) generator. There was no patient involved. It was reported that the unit had rem issues. During troubleshooting, the facility mentioned that they were using non-(B)(6) pads. The biomed was advised to try using (B)(6) pads and run the rem function test* to confirm rem functionality. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).